Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a frozen touchscreen during use. Troubleshooting assistance was provided but was unsuccessful in resolving the issue. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limit in block e1 event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d7a, d9 return to manufacture date, e1 event site state, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 city name, event site postal code, h6 medical device problem code, a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Upon start-up, the system behaves as if the ¿print¿ button is being pushed continuously. Screen does not respond to any touch inputs in patient or service mode. Unable to review logs due to lack of touch inputs. Video generator board shows code ¿aa¿ when unit is started. The fse replaced the touchscreen and unit now accepts touch inputs normally. Log review shows multiple fault 63¿s and 118¿s. Unit pumped on test balloon for two hours with no issues or faults generated. Unit passed all tests and calibrations to manufacturer standards. The failure analysis and testing department received the following part associated with this complaint: touchscreen assembly, this part was received with a reported unit failure message of touchscreen failed to respond. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed touchscreen assembly into the cardiosave test fixture sn: and tested to the cardiosave service manual performed functional tests and the fat dept. Verified the failure message of touchscreen was not responded. Touchscreen assembly¿ failed testing. Retaining touchscreen assembly, in the fat dept. Per procedure. Root cause grid: itd (failure can not be identified). The most probable root cause for the reported issue "touch screen malfunction".

Event description:
N/a.